Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures but did not flush the nozzle with air and water. Regarding manual cleaning: the customer reported there were no abnormalities in the reprocessing accessories and the air/water nozzle was wiped down as per device instructions (wiped with clean lint-free cloths, brushes or sponges). The customer confirmed the air/water nozzle was flushed with detergent solution. Regarding reprocessing: the customer used a fuji brand reprocessor and no issues were noted during the reprocessing. During evaluation, the reported issue was confirmed; the insertion tube's connecting section was wrinkled. This area showed cracked resin consistent with chemical stress. Visual examination found the following additional issues: the light guide lens was cracked; the scope connector cover plate was detached; the forceps channel port was sheared; the paint on the suction cylinder was peeling; the suction cylinder was sheared; the electrical connector was corroded from water leakage; and the bending section cover on the adhesive was chipped. The following components were found to have scratches: universal cord protector; scope connector; universal cord; scope connector cover; switch box; hand grip; lock engagement lever; lock engagement knob; both directional knobs; control unit; and connector cover. Functional testing showed the bending angle in the up direction did not meet with specifications. In addition, the up/down directional knob had excess play. Both directional issues were caused by a worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 3: cleaning, disinfection, and sterilization. The source of the foreign material could not be specified and there was no physical damage to the device where the foreign material was found. The investigation determined the customer missed a required step during reprocessing; the customer reported they did not flush the nozzle with air and water during pre-cleaning. Foreign material possibly remained in the device since the reprocessing was deviated from the instruction manual. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to that the evis lucera gastrointestinal videoscope's had several wrinkles at the insertion site. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The customer reported no injury and no adverse effects to patient or user.